Event description:
It was reported via repair work order that the side rail cable was frayed with exposed wires and the ground path was compromised due to missing ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion code description- parts on order.